Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d9 g3 g6 h2 h10 corrected: d4: lot number

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the head to be scratched. The etching has been smudge making it difficult to read. Wear rings are present at 2 locations of the shaft. No thread damage was observed. The tip of the shaft is fractured. The tip was not returned. Complaint confirmed based on evaluation of returned product. Medical records were not provided. A definitive root cause cannot be determined if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that on the back of the table while disassembling the impactor after the procedure, a broken piece of the rod fell out. The broken piece was easily retrieved on the table so there was no delay in the surgery and no harm to the patient. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source foreign: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.